Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. Consumer reported via email that upon removal a tampon fell apart leaving a piece of pledget inside her vaginal cavity. She manually removed the piece of pledget and is doing fine. After multiple attempts to receive additional information, there were no reports that she needed medical attention or experienced any adverse health effects.